Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360¿ where it was reported that the pump was set to run over 2 hours and 20 minutes. The machine alerted to low battery then plugged in, should have ended @ 14.20. An alarm sounded and chemo bag was empty, thus only infused over 1hr 18min. At 13.18 the rate said 900mls/hr, the vtbi 930mb. Duration left in 1hr and 1min yet bag was empty. Medication involved in the event was high dose of cisplatin chemotherapy. Length of time device was in use was 08:55 - 16:54. When asked if there was any clinical impact on the patient as a result of the reported issue, the reporter stated that there was high dose cisplatin usually give at 1ml/min as it is harsh on the kidneys and patient had some murky urine which cleared afterwards. Patient was stable, no complaints and no issues raised by the patient except mentioned previously. Patient had to repeat a blood test (urea and electrolytes, creatinine, + magnesium). The patient's diagnosis, pertinent medical history and reason for hospitalization was chemotherapy for bladder cancer. Lab results of the following day are within normal limits. The patient's hospitalization was not prolonged. The patient received treatment as an outpatient. The volume in the bag that was hung was +-1100mls

Manufacturer narrative:
The device was in good general condition. Device logs have been downloaded and saved on file. Short summary of log analysis: the pump delivered as expected and did not overdeliver. The device complete pvt testing without issue. The customers protocol of a 2100mls delivery over 2hr.20mins. @rate 900ml/hr was programmed at 8.24am on (B)(6) 2023. The device alarmed n161 line a vtbi complete at 10.44am. The device completed the delivery without issue. Approximately 2148mls was delivered. The complaint could not be confirmed, and no probable cause could be determined. Additional information added concomitant product.